Event description:
Patient's operative records were received. Records indicate the patient was revised to address loosening of the femoral prosthesis. Following extraction of the femur, the thin trochanteric area broke and there was a greater trochanteric fracture. Records also indicate debris and loosening material. **update** (B)(6) 2013 litigation papers received. Litigation alleges pain, discomfort and excessive metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-00644. 1818910-2013-18751 will be rejected. 1818910-2013-00644 will be kept for investigation purposes.